Event description:
The customer questioned results from 1 patient sample tested for antibody to hepatitis c virus (anti-hcv) on an architect analyzer. The customer questioned this result because the last anti-hcv result, obtained about 1 year ago, was negative when tested on the customer's elecsys instrument. The customer does not have a roche instrument presently to evaluate these results. The customer provided sample from the patient for investigation. The initial anti-hcv result from the customer's architect analyzer was 3.180 coi. The repeat results from the investigation using an e411 analyzer were 0.070 coi and 0.069 coi. It is not known if erroneous results were reported outside of the laboratory. No adverse event occurred. The e411 serial number was (B)(4).

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
The expiration date for reagent lot 181250 was 06/2016. Further investigation of the sample produced results that were comparable to the preliminary investigation results. The sample is considered to be true negative.